Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. A review of the device history record has been reviewed. No non-conformances have been identified.. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the USA as follows: it was reported that during routine incoming inspection of a loaner set, it was observed that 03.033.003, rad aiming arm/frn greater trochanter, lot 84p9207 was broken. There was no known patient or hospital involvement. The product has been quarantined and is available and is being returned. A replacement device has been ordered. No replacement product is required, and no shipping label is required for the product return. All information regarding this event has been reported. This complain involves one (1) device rad aiming arm/frn greater trochanter. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that the rad aiming arm/frn greater trochanter, was found one of the locks broken. No other problem detected. A dimensional inspection was performed, for the rad aiming arm/frn greater trochanter was unable to be performed, due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed. As the observed, condition of the rad aiming arm/frn greater trochanter would contribute to the complained device issue. There is no indication, that a design or manufacturing issue has caused the complaint condition. And hence the root cause cannot be determined. Based on the investigation findings. It has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues. Dimensional inspection: n/a. H4: device history: part number#: 03.033.003, lot number#: 84p9207, manufacturing site: haegendorf, release to warehouse date: 12 february 2021. A manufacturing record evaluation was performed, for the finished device lot number. And no non-conformances were identified. H11: corrected data, b3: unknown event date, d4: UDI format, device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.